Event description:
It was reported that the insulin gauge on the pump displayed an amount different than expected, with a discrepancy of 0 units when the caller expected between 180 and 190 units. There was no adverse impact to the customer¿s blood glucose level. The customer resolved the issue by loading a new cartridge, and was instructed by technical support to call back for further troubleshooting if the issue occurred again with an active fill estimate. No additional information was received regarding the outcome of the event.